Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, scratched display window, missing end cap sticker and bleeding lcd glass noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage noted on keypad traces. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.